Manufacturer narrative:
Full event description: during insertion of a peripherally inserted central catheter (PICC) line which was in situ, the operator passed a .018 sv short 180cm st sv guidewire to add stability but the junction between brachiocephalic and subclavian artery was significantly kinked and the sv wire became stuck. There was also a spasm which was not treated. An attempt was made to remove it but there was difficulty removing the wire back into the PICC line. The wire "unraveled" and the " mandrill" and part of the wire dislodged and remained inside the patient¿s body as visualized under fluoroscopy in the pulmonary artery. The patient is asymptomatic and there is no remedial action planned.¿ the device was returned for analysis. The indication for the procedure was PICC line placement. The access site was the left basilic vein. It was a tortuous with valve at the cephalic vein but not a chronic total occlusion (cto). The sheath used was a power PICC dual line kit made by bard. The wire was removed from the dispenser by the distal floppy end. It was not kinked or damaged in any way prior to insertion into the patient. It was also not re-shaped by the user. It had not been used for treatment of another lesion prior to the event. The procedure was difficult due to poor venous access. According to the facility's incident report, "access to the brachial vein was made and the procedure was continued. The approach to the central veins from the left side was very tortuous and after trying a couple of different wires the advance the PICC, the sv5 were was tried. As the PICC line advanced, the physician noted that the tip of the wire had sheared off and was attached to the hub of the PICC." The wire tip visible on fluoro throughout the procedure. The wire tracked easily into the vasculature, but was difficult to remove when withdrawing the wire back into the PICC line. The behaved ¿normally¿ and the torque response good. The wire did not kink while being used and it was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement and was not advanced into the distal vasculature. The wire did become fixed in the lesion and there was a spasm. It was not torqued against resistance. A dictated procedural report and procedural films have been requested. The physician in not sure which end the wire was removed from its packaging ( floppy end ) as she cannot recall with 100% accuracy. A lot number was provided based on the products on the shelf at the hospital. However, it is not clear if it is the involved lot number since the packaging was discarded. Additional information is pending including analysis of the device and evaluation of procedural films.

Manufacturer narrative:
According to the facility's incident report, "access to the brachial vein was made and the procedure was continued. The approach to the central veins from the left side was very tortuous and after trying a couple of different wires the advance the PICC, the sv5 were was tried. As the PICC line advanced, the physician noted that the tip of the wire had sheared off and was attached to the hub of the PICC." Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During insertion of a peripherally inserted central catheter (PICC) line which was in situ, the operator passed a .018 sv short 180cm st sv guidewire to add stability but the junction between brachiocephalic and subclavian artery was significantly kinked and the sv wire became stuck. There was also a spasm which was not treated. An attempt was made to remove it, but there was difficulty removing the wire back into the PICC line. The wire "unraveled" and the "mandrill" and part of the wire dislodged and remained inside the patient¿s body as visualized under fluoroscopy in the pulmonary artery. The patient is asymptomatic and there is no remedial action planned. The indication for the procedure was PICC line placement. The access site was the left basilic vein. It was a tortuous vessel with a valve at the cephalic vein but not a chronic total occlusion (cto). The sheath used was a power PICC dual line kit made by a competitor. The wire was removed from the dispenser by the distal floppy end. It was not kinked or damaged in any way prior to insertion into the patient. It was also not re-shaped by the user. It had not been used for treatment of another lesion prior to the event. The procedure was difficult due to poor venous access. According to the facility's incident report, "access to the brachial vein was made and the procedure was continued. The approach to the central veins from the left side was very tortuous and after trying a couple of different wires to advance the PICC, the sv5 was tried. As the PICC line advanced, the physician noted that the tip of the wire had sheared off and was attached to the hub of the PICC." The wire tip visible on fluoro throughout the procedure. The wire tracked easily into the vasculature but was difficult to remove when withdrawing the wire back into the PICC line. The wire behaved ¿normally¿ and the torque response good. The wire did not kink while being used and it was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement and was not advanced into the distal vasculature. The wire did become fixed in the lesion and there was a spasm. It was not torqued against resistance. A lot number was provided based on the products on the shelf at the hospital. However, it is not clear if it is the involved lot number since the packaging was discarded. A cd containing multiple x-ray and CT images were received. The x-ray images depict a periprocedural female patient. Medical devices that appear to be a catheter and a guidewire are noted in position in her chest. In subsequent x-ray and CT images what appears to be a foreign body can be seen retained in the vicinity of the pulmonary artery. No intraprocedural videos are included with the received images to help better determine the root cause of the event described. No other information was reported. The device was returned for analysis. A non-sterile pgw .018 sv short 180cm st guidewire was received for analysis coiled inside a plastic bag. Per visual analysis, the wire was received stretched /unraveled and fracture/separation was noted at the distal tip. The separated distal portion was not returned for analysis. Also, a kink was noted on the wire at 135.5 cm from the proximal end. No other anomalies were noted. Per microscopic analysis, the unit was inspected under the fal vision system and the core wire was noted to be curved and fractured/separated from the coiled wire. The coiled wire was noted to be stretched/unraveled and fractured/separated. It seems as if the guide wire was stretched and forcibly pulled at distal tip leading the core wire to fracture/separate from the coiled wire tip. No other issues were noted. A product history record (phr) review of lot 35235846 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿guidewire-withdrawal difficulty - from vessel¿ as well as the reported ¿guidewire-impeded¿ could not be properly evaluated due to the nature of the event as reported. However, the reported ¿guidewire-unraveled/stretched - in patient¿ and ¿guidewire-fractured-separated - in patient¿ were indeed confirmed due to the stretched/unraveled and fractured/separated damage condition of the guide wire as received. However, the cause of the stretched/unraveled and fractured/separated conditions could not be conclusively determined during the analysis. Procedural and patient factors such as vessel tortuosity and the application for excessive force may have contributed the reported events. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the product analysis results suggest that the reported events could be related to the manufacturing process. Therefore, no actions will be taken at this time.

Manufacturer narrative:
The patient's age is listed as 0 but it is being verified. The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
¿During insertion of a peripherally inserted central catheter (PICC) line which was in situ, the operator passed a .018 sv short 180cm st sv guidewire to add stability but the junction between brachiocephalic and subclavian artery was significantly kinked and the sv wire became stuck. There was also a spasm which was not treated. An attempt was made to remove it but there was difficulty removing the wire back into the PICC line. The wire "unraveled" and the " mandrill" and part of the wire dislodged and remained inside the patient¿s body as visualized under fluoroscopy in the pulmonary artery. The patient is asymptomatic and there is no remedial action planned.¿ the device was returned for analysis. Coiled floppy tip) wire with it. The indication for the procedure was PICC line placement. The access site was the left basilic vein. It was a tortuous with valve at the cephalic vein but not a chronic total occlusion (cto). The sheath used was a power PICC dual line kit made by bard. The wire was removed from the dispenser by the distal floppy end. It was not kinked or damaged in any way prior to insertion into the patient. It was also not re-shaped by the user. It had not been used for treatment of another lesion prior to the event. The wire tip visible on fluoro throughout the procedure. The wire tracked easily into the vasculature, but was difficult to remove when withdrawing the wire back into the PICC line. The behaved ¿normally¿ and the torque response good. The wire did not kink while being used and it was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement and was not advanced into the distal vasculature. The wire did become fixed in the lesion and there was a spasm. It was not torqued against resistance. A dictated procedural report and procedural films have been requested. The physician in not sure which end the wire was removed from its packaging ( floppy end ) as she cannot recall with 100% accuracy.

Manufacturer narrative:
Additional analysis of the device was conducted and is provided below: during insertion of a peripherally inserted central catheter (PICC) line which was in situ, the operator passed a .018 sv short 180cm st sv guidewire to add stability but the junction between the brachiocephalic and subclavian artery was significantly kinked and the sv wire became stuck. There was also a spasm which was not treated. An attempt was made to remove it, but there was difficulty removing the wire back into the PICC line. The wire "unraveled" and the "mandrill" and part of the wire dislodged and remained inside the patient¿s body as visualized under fluoroscopy in the pulmonary artery. The patient is asymptomatic and there is no remedial action planned. The indication for the procedure was PICC line placement. The access site was the left basilic vein. It was a tortuous vessel with a valve at the cephalic vein but not a chronic total occlusion (cto). The sheath used was a power PICC dual line kit made by a competitor. The wire was removed from the dispenser by the distal floppy end. It was not kinked or damaged in any way prior to insertion into the patient. It was also not re-shaped by the user. It had not been used for treatment of another lesion prior to the event. The procedure was difficult due to poor venous access. According to the facility's incident report, "access to the brachial vein was made and the procedure was continued. The approach to the central veins from the left side was very tortuous and after trying a couple of different wires to advance the PICC, the sv5 was tried. As the PICC line advanced, the physician noted that the tip of the wire had sheared off and was attached to the hub of the PICC." The wire tip visible on fluoro throughout the procedure. The wire tracked easily into the vasculature but was difficult to remove when withdrawing the wire back into the PICC line. The wire behaved ¿normally¿ and the torque response good. The wire did not kink while being used and it was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement and was not advanced into the distal vasculature. The wire did become fixed in the lesion and there was a spasm. It was not torqued against resistance. A lot number was provided based on the products on the shelf at the hospital. However, it is not clear if it is the involved lot number since the packaging was discarded. A cd containing multiple x-ray and CT images were received. The x-ray images depict a periprocedural female patient. Medical devices that appear to be a catheter and a guidewire are noted in position in her chest. In subsequent x-ray and CT images what appears to be a foreign body can be seen retained in the vicinity of the pulmonary artery. No intraprocedural videos are included with the received images to help better determine the root cause of the event described. No other information was reported. A non-sterile pgw .018 sv short 180cm st guidewire was received for analysis coiled inside a plastic bag. Per visual analysis, the wire was received stretched/unraveled and fracture/separated at the distal tip. The separated distal portion of the wire was not returned for analysis. Also, a kink was observed on the wire at 135.5cm from the proximal end. No other anomalies were found. Per microscopic analysis, the core wire was observed curved and fractured/separated from the coiled wire. The coiled wire was observed stretched/unraveled and fracture/separated. It seems as if the guidewire was stretched and forcibly pulled at the distal tip, leading to both the core wire and the coiled wire to fracture/separate. No other issues were found. The sem analysis confirmed that the separated area of the body of the pgw .018 sv short 180 cm st unit presented evidence of diameter reduction, tension marks, and plastic deformation resulting in cup and cone-like shape, which were observed on the wires of the unit. The plastic deformations as well as cup-like surface found on the wires, resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35235846 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Although a lot number was provided, it is unknown if that is the correct lot number that belongs to the complaint device. The reported events by the customer as ¿guidewire-withdrawal difficulty - from vessel,¿ ¿guidewire-impeded,¿ and ¿vasospasm¿ could not be properly evaluated due to the nature of the events as reported. However, the reported events by the customer as, ¿guidewire-unraveled/stretched - in patient¿ and ¿guidewire-fractured-separated - in patient¿ were indeed confirmed due to the stretched/unraveled and fractured/separated conditions on the guidewire as received. Nonetheless, the mentioned dislodged part of the wire was not received. Therefore, it could not be analyzed. The exact cause of the stretched/unraveled and fractured/separated damage conditions could not be conclusively determined during the analysis. Procedural and patient factors such as vessel tortuosity and the application of excessive force may have contributed the reported events. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU as such. Local vasospasm can be caused by the device manipulations inherent in any procedure causing endothelial irritation. Neither the phr review of the suspected lot number nor the product analysis results suggest that the reported events could be related to the manufacturing process. Therefore, no actions will be taken at this time.